Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary the complaint device was discarded by the customer therefore, device is not available for a physical evaluation. Pictures were not provided. This complaint is not confirmed. A review of the depuy synthes mitek complaints system revealed no complaints of any type for this lot of devices that were released to distribution. No further information regarding the procedure or the device used has been provided to determine a root cause for this failure. At this point in time, no corrective action is required, and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) at the needle tip was bent when the nurse tried to set the needle to the device during arthroscopic bankart repair surgery. The surgery was finished without any other problem although it was not reported how the surgery was completed. It was brand new and the first use when the issue occurred. There was no surgical delay and no harm to the patient reported. It was not reported if a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device was discarded by the customer therefore, device is not available for a physical evaluation. Pictures were not provided. This complaint is not confirmed. A manufacturing record evaluation was performed for the finished device lot number:43815, and no nonconformances were identified. A review of the depuy synthes mitek complaints system revealed no complaints of any type for this lot of devices that were released to distribution. No further information regarding the procedure or the device used has been provided to determine a root cause for this failure. At this point in time, no corrective action is required, and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.